Manufacturer narrative:
Additional information: the catheter tip was positioned 6cm from the sfj prior to initial delivery of adhesive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient was discharged with oral anticoagulation. Patient is reported to be doing well. Patient will remain on oral anticoagulation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal occluding device to treat the left great saphenous vein (gsv) successfully, and two days post procedure, patient had a normal follow up. Five days post follow up, patient had another venaseal procedure with the treatment of the right short saphenous vein (ssv). Two days later, follow up ultrasound was normal with the exception of and ehit class 1 at the left sfj. Days later, patient was admitted with bilateral deep vein thrombosis (dvt) and a saddle pulmonary embolus. It is reported that ehit developed into deep vein thrombosis in patient. Patient is in hospital on heparin drug.